Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized. The patient was treated with intraperitoneal vancomycin (1g in the first bag then every fifth day for fourteen days) and intraperitoneal zienem (500 mg in each bag for fourteen days) for peritonitis. Action taken with dianeal therapy was not reported. It was reported the patient was recovering; however, it was not reported if the peritonitis was resolved. No additional information is available.